Manufacturer narrative:
Results - visual inspection of the returned product found the lens torn, with pieces torn off and missing. One haptic was torn off and missing. There was evidence of clear surgical residue. Conclusions - based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated the surgeon inserted a cq2015a collamer three piece lens and the lens tore. The lens tore. The lens was removed with no patient injury, no enlarged incision or sutures.